Event description:
Device report from (B)(6) reports an event as follows: it was reported that underwent revision surgery on (B)(6) 2021, due to soft tissue irritation. When the implants were removed, a complication occurred. Three 2.7 variable angle (va) screw heads broke off during removal. Two of three remaining broken screw shafts in the tibia could be removed with forceps; one screw fragment remained in the patient's tibia according to x-ray. No further complication occurred during removal of the remaining implants. All devices were implanted on (B)(6), 2020 and were tightened to the recommended torque, according to surgical instructions. A total of 6 2.7 va screws were implanted. Procedure was completed successfully with a delay of forty minutes. This report is for a 2.7mm va locking screw. This is report 1 of 3 for (B)(4) and captures the intraoperative screw breakage. The revision surgery is captured under (B)(4).

Manufacturer narrative:
Additional procode: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va locking screw stardrive (part: 02.211.040ts) was broken. The two pieces of the screw were returned. Analysis of attachment "tibia_klinikum klagenfurt.pdf" showed no additional information. No other defects were noted. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va locking screw stardrive (part: 02.211.040ts) would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part # 02.211.040ts, lot # 5l20063, manufacturing site: selzach, release to warehouse date: 20 jun2019, expiration date: 01 jun2024, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 02.211.040, non-sterile lot # h862338, manufacturing site: oberdorf, release to warehouse date: 26 mar2019, supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.